Event description:
It was reported that the patient with dystonia was operated for a progressing paraplegia. A summit fixation system was explanted and a mountaineer system was implanted with an occipital fixation. Two months post-operatively during a routine x-ray check it was discovered that the mountaineer oc plate had come loose from the rod. Closer examination revealed that the plate had broken and the rod fixation points on the plate had broken loose from the device and were still fixed to the rod. The paraplegia had worsened again and a 2nd revision was performed on (B)(6) 2014. It was reported that the cause of plate breakage is not certain but possibly the result of extreme and strong jerky movements of the head due to the underlying dystonia. It was reported that patient is also treated for the dystonia with deep brain stimulation which significantly improve the symptoms. All of the product pieces were retrieved.

Manufacturer narrative:
The mountaineer large occipital plate was returned to the complaints handling unit (chu) on december 8th, 2014. Visual examination found the sliding channels are broken off at the connection points. The device was sent for fracture analysis. Per fracture analysis, visual examination at the macroscopic level revealed that the plate fractures were located at the plate¿s lateral connection points near the midpoint of the sliding channels. Both of the fractured surfaces exhibited smooth and grainy/rough regions as well as, striations/progression lines which are indicative of fatigue failures. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage. Appearance of minor scratches suggests friction between the two surfaces post fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record was performed. No issues were noted during the manufacturing and release of this product that could have contributed to the problem reported by the customer. This plate was released accomplishing all quality requirements. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be determined from the sample and the information provided. However, per fracture analysis, a probable root cause is fatigue failures at opposing sides of the plate. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be file dupon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.